Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile change/unresponsive) issue. It was reported that the audio bolus button was under-responsive, which occurred after swimming while wearing the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/06/2017 with the following findings: during investigation, the audio bolus button (abb) was found to respond appropriately. No damage to the abb was observed. The abb was removed and no defects were identified. The original complaint that the abb was under-responsive could not be duplicated.